Event description:
It was reported the pt had an MRI that caused a motor stall. The event logs confirmed the motor stall, however, they were not checked for motor recovery. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.